Manufacturer narrative:
(B)(4). Concomitant medical devices: 42558000301 - femoral component - 63607288; 42538000401 - tibial component - 63441156. The customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3007963827-2021-00027, 0001822565-2021-00329.

Event description:
It was reported that patient underwent left unilateral knee arthroplasty. At the one & two year visits, the patient reports moderate pain, noise, and feeling of instability. The patient was diagnosed with pes anserine bursitis without reported treatment or intervention and a neuroma for which the patient received oral medication for nerve pain. At the two year visit, the patient reported persistent pain with no clinical indication of device complications. The patient was instructed to return in 5 years.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The DHR was reviewed and no discrepancies relevant to the reported event were found. Medical records were provided and reviewed by a health care professional. Review found at 1 year follow up patient had pain with normal alignment and stability. X-rays have no significant radiographic findings. Pain with activities and clicking. Treated with ibuprofen. Continues to have swelling. At 1.5 year check in symptoms have improved but continues to have pain with activity, swelling, and instability, feels as though knee buckles. Diagnosed with neuroma, prescribed gabapentin for nerve pain. Patient has a history of fibromyalgia and chronic pain. At 2 year follow up continues to have pain, small effusion and satisfactory rom. Xrays reveal good prosthesis alignment, satisfactory hardware placement, no evidence of prosthesis loosening. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.